Manufacturer narrative:
One fogarty catheter was returned for evaluation without any attached components. No syringe or packaging was returned. The balloon was found to be ruptured around the proximal side of the balloon latex. Distal side of the balloon latex was inverted to the distal side. After the balloon latex was returned to original position, it was found that the ruptured edges of the balloon latex appeared to be different shapes and was not able to match up. No other visible damage or inconsistency to the catheter body, balloon, or windings was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is stated in the IFU that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. Specifications for inflation volume and maximum pull force are listed in the IFU. In this case it is unknown if user factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon was ruptured at the inflation test before use. Patient demographic information requested but unavailable. There were no patient complications reported.